Event description:
It was reported during a right atrial tachycardia ablation procedure while using a therapy cool flex catheter, the irrigation port detached from the handle. The therapy cool flex was used for mapping of the right atria and upon initiation of ablation with the device the physician noted that delivery of 30w could not be achieved but only 2 watts of power was being delivered. It was then noted that the irrigation port had detached from the handle and saline was flowing on the bed. The procedure was terminated and rescheduled for a later date.

Manufacturer narrative:
(B)(4). A therapy cool flex catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.